Manufacturer narrative:
(B)(4) during processing of this complaint, attempts were made to obtain complete event, patient and device information. It was reported that the proglide devices were used in a calcified vessel. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other six proglide devices referenced are filed under separate medwatch MFR reference numbers.

Event description:
It was reported that suture placement in the mildly calcified right common femoral artery was attempted with seven proglide devices, using a pre-close technique, prior to an abdominal aortic aneurysm (aaa) prosthesis procedure. Reportedly, no sutures were present when the proglide plunger was removed on all seven proglide devices. The sutures of two additional proglide devices were successfully preplaced using the pre-close technique. The aaa prosthesis procedure was completed and hemostasis was achieved with the successfully preplaced sutures of the eighth and ninth proglide devices. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. Although it was reported that the sutures were not retrieved, the event is classified and analyzed as needle to cuff miss as the difference between the two failure modes is often not discernable to the user. The suture retrieval issue was confirmed as a cuff miss was observed. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.